Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement/sheath split issue was confirmed based on follow-up information received. Loss of access could not be replicated in a testing environment as it was based on operational circumstances. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The loss of access and treatment appear to be related to procedure circumstance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via a 6f sheath after a left leg interventional procedure. Reportedly, there was resistance advancing the thumb advancer, the sheath did not split completely, and the device "popped out" of the artery. The clip was not deployed. No vessel damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.